Event description:
It was reported by the rep the device was used in a laparoscopic cholecystectomy. It was reported the al326 clip applier top portion of the jaws broke away from the applier and fell into the pt's abdomen while the clip applier was in the abdomen. The jaw portion was not found and still remains in the pt. The procedure was completed using the er320 clip applier. The dr is keeping the instrument until attorney recommends release. The pt is doing fine at this time.